Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "exacerbation of asthma versus copd", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 6.25ml of harmonyca with lidocaine. Approximately one month later, the patient received touch-up injections with 2.50ml of harmonyca with lidocaine. About one year and eleven months later, the patient received a repeat treatment with 5ml of harmonyca with lidocaine. Two weeks after the last injections the patient had a non device related ¿exacerbation of asthma versus copd.¿ the patient concomitantly takes with sertraline. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)) and (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, 6.25ml of harmonyca with lidocaine.